Event description:
Customer reported his blood glucose has been high since getting a steroid shot. Customer's blood glucose was 500 mg/dl treated and dropped to 270 mg/dl. Customer has made some adjustments to his setting. Customer's bolus settings were deleted per customer's request. Customer does not use bolus wizard because he finds it hard to calculate carbohydrates. Customer reported his blood glucose was generally in the 60 mg/dl range. Troubleshooting was not done because customer was aware why blood glucose was high. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.